Event description:
As per ansm report (B)(4): on (B)(6) 2013 the patient was implanted with a "bard medium prosthesis". Description of incident: postoperative pain that has persisted since the inguinal prosthesis was fitted. As per the consultation report dated (B)(6) 2013: "I would like to thank you for referring ... Who indeed has a ¿nice¿ right inguinal hernia. I plan to operate on him at the beginning of (B)(6) as an outpatient. I will place a plate laparoscopically." As per the consultation report dated (B)(6) 2013: "on (B)(6) 2013, as agreed, I went to see mr. In order to cure his right inguinal hernia. As part of outpatient surgery. I placed a plate laparoscopically. He was discharged the same evening." As per the operative report dated (B)(6) 2013: right inguinal hernia. Under general anesthetic. Laparoscopy via the umbilical route allowing exploration of the entire peritoneal cavity. No abnormality on the left. On the right, there was a large direct hernia associated with an external oblique hernia creating a veritable ventration of the groin. Opening of the peritoneum. Dissection of the hernia sac. Exposure of the vascular and musculoaponeurotic elements of the region. Placement of a medium bard plate which is fixed with absorbable staples. Peritonisation with absorbable staples. Checking of the peritoneal cavity. Incisions closed with staples. Antibiotic treatment. Patient information: patient's current condition: (B)(6). Actions taken in the care establishment to manage the patient: (B)(6).

Manufacturer narrative:
As reported patient experienced pain post implant of bard flat mesh. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative chronic pain. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.